Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional pro-code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the percutaneous drill bit broke during drilling and a back up devices was available. It was noted that the variable angle locking screw did not lock in the hole where the drill bit was left. There were fragments generated. The surgeon left the hole empty and moved to another hole. There was no surgical delay. The procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This report is for one (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/22mm. This report is 2 of 3 for (B)(4).